Event description:
A talent stent graft system was implanted for the endovascular treatment of a 6.0 cm diameter abdominal aortic aneurysm. The infarenal aorta was 19mm at the renal ostia and then over a series of approximately 4.5 cm dilated to 26mm. It was reported that the patient's aortic aneurysm had grown to 9.0 cm. There is no obvious type 1 endoleak, but the device migrated and is 15mm below the renal arteries. The aneurysm starts at or close to the top of the fabric. It was thought that this was either a type 1 or endotension. Per the physician, the cause of aneurysm growth has not been determined. Future treatment was planned to place a cuff, however it was not scheduled. The event had not resolved at the time of the report. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4).